Event description:
The facility representative reported a colleague infusion pump with a 703 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter quality engineering review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
The root cause investigation is in progress through (B)(4). (B)(4).

Manufacturer narrative:
The reported condition of failure code 703 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).